Manufacturer narrative:
(B)(4).

Event description:
During index procedure three resolute integrity drug-eluting stents were implanted in the rca. Approximately 4.5 months post index procedure it is reported that the patient suffered a stroke. Investigator indicated that the reported event was not related to the study device.